Event description:
It was reported that during a bilateral arteriotomy closure, suture placement was attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. There was no issue reported with suture placement of the two proglide devices using the preclose technique in the right common femoral artery (rcfa). Reportedly, a cuff miss occurred with the sutures of two proglide devices attempted in the lcfa. The sutures of two additional proglide devices were successfully placed using the preclose technique in the lcfa. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to an 18fr sheath. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the proglide devices in both the lcfa and rcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the proglide device was returned for analysis. The suture, link, posterior needle tip and cuffs were not returned. The reported needle to cuff miss was not confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.